Event description:
The user facility reported that at the beginning of an unspecified endoscopic procedure, the distal end of a cleaning brush fell out of the endoscope and into the pt's esophagus. The brush was retrieved by unk means, and the procedure was completed. There was no pt injury reported.

Manufacturer narrative:
Olympus followed up with the user facility to gather add'l info regarding the reported event. Olympus was informed that following an earlier procedure, while a technician was cleaning the gastrovideoscope, the technician noticed that the distal end of the cleaning brush was missing. The technician reportedly "blew out" the channel and believed the channel was clear. The device was then processed in the user facility's automatic endoscope reprocessor (aer). During the following procedure, the brush fell into the pt. The brush was removed and the procedure was completed using the same endoscope. There was no pt injury reported. The endoscope was not returned for eval, however, the user facility returned a portion of the distal end of a small cleaning brush that was bent into a "v" shape. The brush was received with biomaterial present, which limited the eval to visual examination only. The device was forwarded to the original equipment MFR for add'l investigation. Olympus is following up with the user facility to offer training regarding the appropriate reprocessing of endoscopes. If significant add'l info becomes available, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution.